Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 15) with mmt1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation of the logs, we found an error indicating that the gatt services were not added to the gatt server. We also observed a failed to start gatt server' error recorded in the logs. Issue confirmed. Please recommend the following steps for the customer. Reset the phone. Swipe down from the top of the screen twice. Look at the top left corner and find the power button. And then select reset options here. Wait for the phone to restart. Reset bluetooth settings. Open the settings application. Scroll down until you find the general management option. Scroll down until you find the reset option. Scroll down until you find reset wifi and bluetooth settings. Tap the blue reset button at the bottom of the screen. Uninstall the app that uses bluetooth. I recommend the patient to check if some application using bluetooth is installed on the phone. If so the application has to be uninstalled. As an example of such applications could be fitness trackers apps, smart watches apps or smart home apps such as fitbit or polar flow and so on. After the apps are uninstalled the attempt to repair the pump should be repeated. Reset cache and app data for the bluetooth app. Open the settings application. Scroll down until you find the apps menu. Tap on the sort button. Enable the show system apps toggle and tap ok. Scroll through the list of apps and find the bluetooth agent app and tap on it. Find and tap the storage option. At the bottom, tap clear cache and then tap clear data. Check for updates: go to settings > system and update > software update to ensure your phone's operating system is up to date. We are proceeding to close the ticket as helpline dint provided any response on the recommendation steps. If customer still face issue we request helpline to reopen ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non physical devices.